Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope and endoscope cable to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the image had flipped upside down. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury due to the image issue. They reseated the endoscope and moved on. Confirmed that the image was inverted. The endoscope is not returning. The procedure was completed robotically.